Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer stated that she took the 1st bd vah test and it was positive and then she waited 24 hrs. To retest and that 2nd test was negative.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer tested positive¿ with the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer waited 24 hours, took the second test and tested negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. Michelle rosado :(B)(6) 2022 16:01:37 (gmt) follow up: 2nd attempt left voicemail for customer to call us back (B)(6) 2022 12:01pm michelle rosado : (B)(6) 2022 3:08:28 (gmt) follow up: 1st attempt left voicemail for customer to call us back (B)(6) 2022 9:08am markee linares : (B)(6) 2022. 15:57:05 (gmt) reviewed, all info present the customer took one test and the results came out positive and so she waited 24 hours and took the second test and the results came out negative. So she asked us what we recommended and we said to visit a healthcare provider. (B)(6) 2022. 17:05:39 (gmt) first name : last name: unknown company: n/a phone: address: unknown city: unknown state: unknown zip code: unknown country: united states email address: unknown is the customer part of a clinical study?: unknown if so, do they know which clinical study: n/a problem description: customer stated that she took the 1st bd vah test and it was positive and then she waited 24 hrs. To retest and that 2nd test was negative. What should she do and if she should think she is still positive or negative? Date of event or issue: (B)(6) 2022 troubleshooting steps: explained to please see a healthcare provider. Resolution achieved?: customer understood number of product received / affected: 2/2 where was the kit purchased/sold? (Employer, walgreens, etc.): unknown if the defect is visible, are photos available? No if yes, please advise the customer to email the photo and case number to bdveritorathomesupport@bd.com is escalation required? (Handed off to team ____) no is follow up required? Y/n - no what type of phone and os does the customer have? ( *must obtain unknown lot number (on outside of box by the qr code): unknown was there any report of adverse medical impact? If so what? No, no adverse medical impact. Brendaliz ramirez : (B)(6) 2022 16:32:02 (gmt) first name : last name: unknown company: n/a phone: address: unknown city: unknown state: unknown zip code: unknown country: united states email address: unknown is the customer part of a clinical study?: unknown if so, do they know which clinical study: n/a problem description: customer stated that she took the 1st bd vah test and it was positive and then she waited 24 hrs. To retest and that 2nd test was negative. What should she do and if she should think she is still positive or negative? Date of event or issue: (B)(6) 2022 troubleshooting steps: explained to please see a healthcare provider. Resolution achieved?: customer understood number of product received / affected: 2/2 where was the kit purchased/sold? (Employer, walgreens, etc.): unknown if the defect is visible, are photos available? No if yes, please advise the customer to email the photo and case number to (B)(6) is escalation required? (Handed off to team ____) no is follow up required? Y/n - no what type of phone and os does the customer have? ( *must obtain unknown lot number (on outside of box by the qr code): unknown was there any report of adverse medical impact? If so what? See h.10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer stated that she took the 1st bd vah test and it was positive and then she waited 24 hrs. To retest and that 2nd test was negative.